Event description:
A (B)(6) customer received a blood glucose reading of 234mg/dl on the contour next link meter, re-tested on a contour link meter and the reading was 92mg/dl. She tested again on the contour next link and received a reading of 234mg/dl, retested on the contour link and a different meter, and the readings were 94 and 111mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meters were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.

Manufacturer narrative:
The contour test strips used in the contour link were returned for evaluation also. The information for these strips was not provided in the initial report. See, the model# was not provided.